Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that the medical personnel questioned a positive architect stat troponin-I result of 4.60 ng/ml after the patient was given heparin and redrawn 3 hours later which generated a much lower result (no exact value provided). The customer then retested the first sample and the result was negative at <0.010 ng/ml. The customer stated that there was no harm to the patient from the heparin given.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26: component code: g03001. D8: was this device serviced by a third party? No. Service performed extensive troubleshooting for the issue. Multiple parts were replaced. The valve, manifold kit was clogged and the valve was leaking. Both parts were replaced, resolving the issue. The service history of the i1sr60885 verifies no subsequent issues have been reported related to erratic discrepant results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that the medical personnel questioned a positive architect stat troponin-I result of 4.60 ng/ml after the patient was given heparin and redrawn 3 hours later which generated a much lower result (no exact value provided). The customer then retested the first sample and the result was negative at <0.010 ng/ml. The customer stated that there was no harm to the patient from the heparin given.